Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had wires exposed/ broken in door. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken door w/keypad and replaced damaged bezel. Replaced u4 on display board. A review of the device history record showed the device had a manufacture date of 16sep2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1143616 lvp dim u4 display based on the findings, service determined that the proximate cause of the reported issue was due to hinge damage of the kit door assy 8100 rohs.

Event description:
It was reported that the device had wires exposed/ broken in door. No patient involvement.